Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone14.7. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly fell off the infusion site (abdomen) while sleeping, causing the cannula to dislodge. It was also reported that the pod was leaking insulin. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received fully deployed with the adhesive pad fully attached to the bottom housing. No damages or defects that would contribute to dislodging or a failure to adhere were observed. The cause of the reported dislodging and adhesive failure could not be determined. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. No leaks were observed. No damages or deficiencies in the fluid path were discovered.